Event description:
During a lap gastric bypass procedure, the surgeon complained that the clips were scissoring. No pt consequences. Case completed with another device of the same product code. No device returning.